Event description:
Distributor requested repair of an ambulatory infusion pump due to "latch/lock mechanism turns past locking point, wrong cassette alarm with no cassette attached". No patient involvement was reported.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint lock mechanism problems and wrong cassette alarm was verified. The event log did not show the wrong cassette alarm messages. Service found the defective lock mechanism and the latch lock screws were replaced with metal screws by the customer instead of vinyl screws. Service will replace the coin latch lock, lock assembly, and downstream occlusion sensor to be replaced as a precaution. Use testing was performed. The problem source is unknown.